Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient doesn't feel the stimulation and saw her health care professional but he did not check the battery. The patient stated she had return of symptoms and had the device for bowel. Patient reported that they were not sure if their implant battery was dead or not because she did not think it was working . The patient did not have access to the patient programmer (pp) because she had flooding at her property, due to hurricane irma, and was not allowed back to the property where the pp was. The patient has to wait two weeks until the water drops about two feet and then can get her pp and will check to see if she can connect her pp with the ins. There were no further symptoms or complications reported or anticipated.